Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the cassette was beeping with no alarm message. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time. .